Event description:
It was reported that the monopolar curved scissors instrument was not recognized by the da vinci surgical system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a system to check for recognition and the system successfully recognized the instrument. Engineering also observed one of the scissor blades is melted and resolidified at the tip. The damaged blade is roughly .060 inches shorter than the other blade and has dark char marks around it, indicating that an arcing event had occurred. Engineering concluded that the blade damage was likely caused by the blade making contact with another metal object during activation of cautery. High generator settings may have also contributed to the damage. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.